Event description:
Related manufacturer report number: 2017865-2025-14946, 2017865-2025-14948. It was reported that the patient passed away due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.